Event description:
Per the clinic, the patient experienced an infection (cellulitis) and inflammation at the abutment site (date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on october 20, 2022.